Event description:
The customer reported that the system intermittently would not fluoro. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the at motherboard. The system operates as intended.